Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/11/2024. An investigation was conducted on 03/14/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the delivery device and seal. The aortic cutter was observed to be intact with no visual defects. The blue slide lock was observed to be off, allowing the white plunger to be depressed. Evidence of blood was observed inside the delivery tube. The seal and tension spring assembly was observed to be in the delivery tube. The seal was observed to be in a folded state. There were no cracks or delamination observed on the seal. No measurements were taken due to the presence of blood in the delivery tube. Based on the returned condition of the device and investigation results the reported failure "activation problem" was confirmed. A lot history record review was completed for lots 3000365698 and 3000336049, the last 2 lots shipped to the account within 1 year prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal did not deploy correctly so another hsk needed to be opened to complete the case. There was no procedural delay. There was no bleeding nor any harmful effects due to this defective device.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.